Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative and confirmed through a healthcare professional (hcp) reported that the issue occurred when the patient was already under general anesthesia, but before an incision had been made. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins was to be implanted after a positive trial and that the patient had been implanted with the leads beforehand. The communicator was used to program the ins in the sterile box, and the ins was interrogated without any issues. Programming of the parameter settings, patient name, et cetera was done without any issues; one group with two programs was programmed. The impedance check was to be done as soon as the ins was connected to the implanted leads. When the surgery started, the communicator was still on the sterile ins box with the implant workflow still running. Approximately two minutes later the tablet showed the warning "device battery low, please exit workflow". The rep thought the communicator batteries were empty and changed them. The workflow was still running but the warning came up again. The rep stopped the workflow and started it again, but there was just the warning "device battery low". Then the rep used another clinician tablet, but after interrogation the same warning came up; checking the battery status of the ins showed empty battery. The rep used a patient controller to check the status of the ins battery which showed 10% battery status with a warning. Charging of the ins was not possible because the battery of the patient controller needed to be charged and there was no enough time during the operating room. The operation was postponed to the following week. Interrogation on (B)(6) 2021 showed normal battery status without any issues. No depletion of the battery was confirmed. It was unclear why the ins showed low battery in the operating room on (B)(6) 2021 which was confirmed with two clinician tablets and the patient controller. The issue was considered resolved. No symptoms were reported.